Event description:
It was reported that the insulin pump had a lockout or block on it that would not be removed. The reporter did not know the blood glucose reading. Nothing further reported.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked case near the display window corners, and a cracked reservoir tube lip. The insulin pump was received unlocked. No unexpected lockout or block anomaly was noted during the testing. The insulin pump worked properly.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.